Manufacturer narrative:
The subject device was not returned for evaluation. According to the reporter, the device is not available however, photo of the undamaged cap was provided. Investigation is ongoing . This report will be supplemented accordingly following investigation.

Event description:
It was reported that the disposable distal cap of the tjf-q190v got stuck in the mouth of the patient after withdrawal of the endoscope. According to the reporter, the nurse and doctor are very experienced and that the cap is fine during the entire ercp (endoscopic retrograde cholangiopancreatography ) procedure. According to the reporter, the doctor thinks the cap hit the mouthpiece of the patient and that is the reason why the cap got loose. The intended procedure was completed with the same equipment. There was no patient harm or injury reported due to the event. No user injury reported. This report is related to a report with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus tried to replicate the reported failure using a distal cover (lot. H1412), and confirmed that the distal cover will never come off when it has no damage and it is correctly attached to the scope. Based on the results of the investigation, and although the actual product has not been returned, the customer confirmed the cover was not damaged. In addition, doctors/nurses are very experience and there was no problem with the distal cover throughout the procedure. Therefore, it is likely the cover was easily removed from the scope due to insufficient attachment to the scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide the manufacturing date.

Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. Also corrected d10, h6 component and medical device problem code. D10: information added to this field that was inadvertently not included on the initial medwatch. -reconfirmation of complaint failure a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: (B)(4)) -investigation results of product specifications quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. -sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. -olympus confirmed the following additional information: according to the information provided and photos, the recovered cover was undamaged. In addition, doctors and nurses are very experience, and there was no problem with the distal cover throughout the procedure. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, so the cause could not be determined. As part of the formal investigation, the possible causes of the distal cover falling off based on the above investigation results: the distal cover attached to the scope is designed to be removed by damaging the cover. Since the cover recovered from the patient was not damaged, it is probable that it was easily removed from the scope due to insufficient attachment to the scope. However, since there was no problem with the distal cover throughout the procedure, it could not be determined that the cause was insufficient mounting.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.